Event description:
It was reported "the PICC catheter insertion procedure began through the peripheral route under ultrasound guidance, however, after having venous access with the catheter introducer , it is evident that the bilumen catheter does not advance, despite the fact that the metal guide does pass without difficulty." A new catheter was used. No medical intervention required. No patient harm or injury. The patient's current condition is reported as "fine"

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the PICC catheter insertion procedure began through the peripheral route under ultrasound guidance, however, after having venous access with the catheter introducer , it is evident that the bilumen catheter does not advance, despite the fact that the metal guide does pass without difficulty." A new catheter was used. No medical intervention required. No patient harm or injury. The patient's current condition is reported as "fine"

Manufacturer narrative:
(B)(4).